Manufacturer narrative:
PMA/510 (k) #: k040191/k081973. Us reporting agent notified on (B)(4) 2015. Mfg site eval: component in use with reported device are: hip prosthesis: third party. Acetabulum cup: third party. Polyethylene insert: third party. Mfg records reviewed and no deviations regarding material or product were found. Metal head shows indications of wear. Also, ceramic residues were noted, which were pressed into the articulation surface of the polyethylene insert and the metal head. The wear debris of metal head is traced back to impressed ceramic fragments in the cup. Wear debris of the metal head is the result of third-body wear between the polyethylene cup, remaining ceramic fragments (from revision surgery in 2010) and the metal head. The root cause of metallosis can be traced back to the remaining ceramic fragments of the first revision surgery.

Event description:
Country of complaint: (B)(6). On 2010, revision surgery due to broken ceramic head. The pt originally had a j and j hip packet: duraloc with pet insert, a ceramic head and a corail stem. Revision surgery changed to aesculap products: metal head isodur m diam 28. On 2014, pt came to emergency room experiencing severe chronic cobalt intoxication manifested as renal failure, cardiomyopathy, headaches etc. Pt ignored all regular exams from time of revision (2010) to the time of arrival at e.r. (2014). All implants was explanted due to enormous local body reaction.